Manufacturer narrative:
We checked the returned unit and confirmed that the water jet tube dirty. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that the insertion flexible tube (ift) compressed, the suction channel buckled, the angle wire play, the segment screw loose, the objective lens unit scratched, the segment loosened, the lg prong top loosened, the insertion flexible tube (ift) worn out, the ccd signal wire worn out, the u/d pulley wire worn out, and the ccd module pixels; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0630(air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.